Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported multiple instances where the "black rfid" became inactive in the middle of the case and the cutting speed dropped from 5000 cuts per min to 2500 cuts per min. There were no pt injuries reported. This is the first of two complaints being filed for this facility.